Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no harm to the pt. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator subject to this MDR was not returned to MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.